Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. A review of the device history record has been completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation surgery for fracture of distal radius. When the surgeon was using the drill bit in question, it broke. All the broken fragments of the drill bit were removed from the patient¿s body, and the surgery was completed with no problems. There was no prolongation of operating time. The sales rep is checking the details. No further information is available. This report is for one (1) drill bit ø1.8 w/marking l110/85 2flute this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9, e1 h3, h4, h6: part 310.509, lot 74p4616: manufacturing site: bettlach. Release to warehouse date: october 20, 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that drill bit was broken, no other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition drill bit was consistent with a random component failure that may have been caused by exposure to unintended forces. The drawing reflecting the current and manufacture revision was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit. While no definitive root cause could be determined, it is probable that the drill bit was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient outcome was reported a stable.